Event description:
It was reported that during a coronary stent procedure, the lesion being treated was a heavily calcified rca lesion that had not been pre dilated. The physician was unable to cross the lesion. The physician attempted to pull back the delivery/stent device for guide support and was still unable to cross the lesion. While attempting to remove the delivery/stent device, the stent dislodged and traveled to the peripheral vasculature. The undeployed stent was located and retrieved with a wire. Pt status is listed as "okay".